Event description:
Medtronic received information that following the implant of a transcatheter bioprosthetic valve, an abbott vascular perclose closure device broke during closure of the access site and a stent was required to repair the right common femoral artery. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).